Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot#: j0406143v, implanted: (B)(6) 2004, product type: lead.. Product ID: 3487a-56, lot#: j0405919v, implanted: (B)(6) 2004, product type: lead.. Product ID: 3998, lot#: v258459, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Product ID: 3487a-56, serial/lot #: (B)(4), ubd: 07-feb-2008, UDI#: (B)(4). Product ID: 3487a-56, serial/lot #: (B)(4), ubd: 25-jan-2008, UDI#: (B)(4). Product ID: 3998, serial/lot #: (B)(4), ubd: 18-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated that 2 implants in the 1980's caused them to get spinal meningitis which caused an infection to go to their brain, pt mentioned that they were "sicker than a dog." Pt mentioned that they had to have the "wires" to their implant be replaced in the 1980's. Pt stated that their last device was the first implant to have normal battery depletion and that all the other implants experienced breakage of wires and only lasted 2 to 4 years; pt stated that the wires in the spine would break on the spinal column. Pt stated that they have had multiple implant devices and when asked to clarify about event dates and implant information the pt knew no specific dates and did not know what devices had problems or not. Pt thought that the implant issues had something to do with the operating table and nothing to do with the actual devices device.